Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 505mg/dl. Customer current blood glucose was 240mg/dl. The customer's friend reported that the customer was vomiting. The customer treated with manual injection. The customer went to urgent care for their high blood glucose. The customer's blood glucose at the time of urgent care was 347mg/dl. During the urgent care visit the customer was treated with insulin and pens. During troubleshooting, they performed high pressure test and resulted to no delivery occurred. Advised customer to change infusion set, advised will replace infusion set. The caller stated the customer has been seen by the doctor, stated they gave them some manual injections and stated the doctor downloaded the insulin pump and took the readings.